Manufacturer narrative:
The event occurred on an unspecified date after product shipment on 12/16/2019. The lot was manufactured between june 06, 2019 to june 07, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml exactamix eva (ethyl vinyl acetate) bag was leaking from an unspecified location. The leak was discovered before product use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.